Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage, serial number label fading, missing reservoir tube o-ring and cracked case corner of the belt clip rails near the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer's blood glucose was 163mg/dl at time of incident. Customer states that crack was seen on reservoir compartment ring. Insulin pump will be return for analysis.